Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an protégé gps self-expanding stent to treat a lesion in the common iliac artery. No abnormalities were reported in relation to the patient¿s anatomy. The device was removed from its packaging and inspected with no issues noted. The device was prepped as per the IFU. A 7 french sheath was used with no embolic protection. It was reported that the physician was met with resistance during advancement and force was applied. It was reported that the stent was inaccurately deployed, i.e. In an unintended lesion site. No patient injury was reported.

Manufacturer narrative:
Additional information: a stiff ptfe guidewire was used in the procedure. The vessel was pre-dilated. The device did not pass through a previously deployed stent. The protege gps was exchanged for another stent. Correction: the stent failed to deploy. If information is provided in the future, a supplemental report will be issued.